Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis from elevated blood glucose levels. No blood glucose reading provided. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).